Manufacturer narrative:
The ca2 reagent lot number is 71224101 and the expiration date is 31-may-2024. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace showed multiple abnormal probe sucking errors. The field service engineer (fse) found that the gear pump had failed and replaced it. The fse also found signs of rust build up and performed decontamination, replaced the heat cut filter, replaced the photometer, and cleaned the bath window. A hardware check and precision test were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 6000 c (501) module. The initial ca2 result for patient 1 was 12.5 mg/dl. The doctor questioned the result and the sample was repeated. The repeat result was 9.8 mg/dl. The initial ca2 result for patient 2 was 11.8 mg/dl. The initial result was not reported outside of the laboratory. The repeat result was 10.4 mg/dl. The repeat results were deemed correct.